Event description:
Additional information indicated that the refill was performed on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, during the pump refill, the patient was given a 50% increase. On the same day, the patient went to the emergency room (ER) in respiratory distress. Shortly after she arrived, she became unconscious and was placed on a ventilator. There was no brain activity and the patient was brain-dead. The patient was admitted on (B)(6) 2014. The patient was completely unresponsive and her pupils were dilated. The patient was not breathing on her own and had not regained any consciousness. The pump was decreased by 30% and, a few days later, it was decreased another 30%. On (B)(6) 2014 or (B)(6) 2014, the patient died. The cause was ruled to be anoxic brain injury secondary to acute opioid intoxication/overdose. The reporter did not know if an autopsy would be performed or what became of the device. The pump contained baclofen in addition to at least 5 other drugs.

Event description:
It was reported, on either (B)(6) 2014, the patient¿s pump was increased by the managing healthcare provider (hcp). On the day prior to this report, the patient was found unresponsive. The patient was brought to the emergency and admitted to the hospital. On the day of this report, the patient was on a ventilator and was completely unresponsive. The pump was turned down by 30%. It was believed that the patient was not going to live. The event was attributed to the pump. The device system was used to deliver fentanyl 20,000mcg/ml at 10 ,109mcg/day, bupivacaine 40mg/ml at 20.2019mg/day, clonidine 2,750mcg/ml at 1,390mcg/day, baclofen 500mcg/ml at 252.74mcg/day, and morphine 30mg/ml 15.164mg/day. The cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).